Event description:
One sheath with bonded hemostasis valve and sideport has been used by an anestheologist in introduction of zylocaine under anesthesia stage during surgery. Post-op, the anestheologist found the cordis came apart at hub intra-op leading to about 200 cc blood loss. The introducer hub (luer) seemed loose off and was tightened to stop leaking. Could not verify operator error or defective device.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: design - human factors, none or unknown, luer valve. Conclusion: device failure occurred and was related to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.